Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had opaque bubble layer (obl) present post flap creation. Surgeon had patient wait 45 minutes to have the obl subside before lifting the flap. When surgeon attempted to lift the flap of the patient's right eye, the flap was very sticky. While lifting, the flap tore near the hinge. The patient was treated with the star laser and the flap put into place. A bandage contact lens was placed.